Manufacturer narrative:
The investigation into this complaint consisting of a log evaluation and investigation of the returned expiratory channel printed circuit board has been completed. The investigation of the returned expiratory channel printed circuit board did not reproduce the reported technical errors. The logs confirmed the occurrence of the reported technical error codes which were followed by clinical alarms that indicate that ventilation stopped where after the ventilator was set to the standby mode. The analysis of the technical log shows that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufactiurer ref#: (B)(4).

Event description:
It was reported that the ventilator generated 3 technical error codes while it was connected to a patient. The technical alarms wee followed by clinical alarms that indicate that ventilation stopped. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Manufacturer ref#: (B)(4).